Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a faulty force sensor. Further testing could not be performed due to the motor error alarm.

Event description:
The customer reported having unexplained high blood glucose of 466 mg/dl for the past three hrs. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the test passed. Performed a high pressure test and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.